Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call of customer's high blood glucose levels. The customer had received no delivery alarms and weak battery alarm. The customer's blood glucose level at the time of incident was 430mg/dl. The customer treated with manual injections. The customer's most current level was 195mg/dl. Troubleshoot was conducted. The customer was advised there may have been possible issues with the infusion set. The customer was advised to return infusion set. The customer was advised to monitor the device.